Event description:
The customer reported being hospitalized with low blood glucose of 50 mg/dl, and he was treated with juice and food. The customer stated that the cause of his admission was kidney failure. Troubleshooting was performed. The programming in the insulin pump was correct. The reservoir was showing the same amount of insulin that the status screen shows. The caller stated that he got a CT scan. The customer¿s most recent glucose reading was 138 mg/dl. The caller treated with 6.6 units, and his glucose went up to 250 mg/dl. Then the customer treated again with 5.9 units and dropped to 50 mg/dl. Instructed the customer to pull the infusion set and found that the cannula was slightly kinked. Advised the customer that this may be the cause of the over infusion. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.